Manufacturer narrative:
The returned device was evaluated and the data download returned an alarm, indicating the step sensor was asserted before the wire was driven. Investigation found a hole in the soft cannula, as well as insufficient battery charge across all batteries. Signs of corrosion were present on the front-most battery. It is unclear when these events occurred, or if they contributed to the triggering of an alarm, or a failure of the pod¿s ability to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 457mg/dl while wearing the pod on her arm for between 4 and 24 hours. She was driving when the pod alarmed. Treatment included a bolus. The device was returned for evaluation.